Manufacturer narrative:
A revision procedure was scheduled. This report will be updated once additional information becomes available.

Event description:
Boston scientific received information that the patient implanted with this device had presented to the hospital with a slow heart rate and associated symptoms. Upon interrogation, it was noted the related lead had pacing impedance measurements greater than 2500 ohms for several months. Pacing parameters could not be measured. A fracture was suspected, however, no lead problems were noted on x-ray. No additional adverse patient effects were reported.